Event description:
There has been a back order temporary pacer insertion kit with 5 fr. Balloon tip pacing wire/catheter. Materials replaced with the argon sheath kit (6 fr )and a 6 fr pacing catheter/wire not balloon tip. For an emergency bedside insertion on pcu, the physician went to insert the catheter/pacing wire and it didn't have a balloon tip that assists with "floating" advancing the catheter into the rv when not in the cath lab under fluro. The non-balloon tip catheters are more difficult to insert, the csicu staff came to assist and were unaware that these replacement items were being stocked. Also noted in some of the units the temporary pacing catheters were 6 fr and this would not fit through the 6 fr. Sheath.